Event description:
Sometime in march of 1998, the pt was tested on his surestep meter with a result of er1. The meter was cleaned and another test was performed with an 34l result. Recognizing the pt's lethargy as high blood glucose, his wife took him to his internist. His doctor advised that the pt be given double his dose of micronase that evening and was sent home. There was no report of blood testing performed in the doctors's office, however, the possibility that the er1 message was due to blood glucose leveals over 599 mg/dl cannot be ruled out. Since the time of the alleged event, the pt's blood glucose leverls have worsened with his renal failure condition, as expected by his physicians. He is on peritoneal dialysis and is now taking insulin on a sliding scale.